Event description:
This is a report of a home patient (hp) from (B)(4) who was hospitalized and diagnosed with peritonitis. The hp received a check heater line alarm during fill 1 of 3 and noticed the heater line was stuck in the door of the homechoice device. Solution flow returned to normal when the line was released. The hp complained about insufficient draining in the previous therapy and abdominal distention. The initial drain in the current therapy was about 500ml more than usual. The hp seemed to be in great pain while filling for the current therapy. There seemed to be some cloudiness in the effluent. On (B)(6) 2010, the hp was hospitalized with peritonitis and was treated with cefazolin sodium hydrate intravenously. On (B)(6) 2010, the patient recovered from peritonitis. The reporting physician stated that peritonitis was due to a break in aseptic technique and unrelated to the dialysis.

Manufacturer narrative:
(B)(4).the product that the patient was using is unknown and therefore, the 510(k) entry field is left blank. As the patient discarded supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident is undetermined.